Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 08/06/2021. H6 component code: g07002 - device not returned. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? According to the feedback of the sales representative, all the above answers are unknown. What is the specific number of devices (total qty involved) that sutures broke during this procedure? Procedure date? This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m. Product complaint #: (B)(4). Date sent to the FDA: 08/06/2021. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m,

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-05670. (B)(4). A manufacturing record evaluation was performed for the finished device batch number qa2ahh , and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? What is the specific number of devices (total qty involved) that sutures broke during this procedure? Procedure date?

Event description:
It was reported that a patient underwent cesarean section on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.